Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, drawer jammed and would not open when attempting to recover storage space. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction information: report source. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer jammed and would not open when attempting to recover storage space. A field service engineer found that the open/close sensor had not been fully seated in its proper position and fse pushed it in completely to its correct location. After the repair, it was unable to reproduce any errors or failures in either the main or test application. The user then successfully recovered the drawer. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using thebd pyxis¿ medstation¿ es auxiliary, drawer jammed and will not open when attempting to recover storage space. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.